Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink. Carelink report shows all bolus programmed and delivered. Pump passed the delivery accuracy test at 0.0873 inches. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not mention any treatments related to low blood glucose event. Customer was alleging insulin pump was over delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the drive support cap was normal. The device will be returned for analysis.